Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 error code. Husband is calling on behalf of the customer. The e-2 error occurred when the blood sample was absorbed. The customer was using the correct test strips for the meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/17/2019, and open vial date is (B)(6) 2018. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of e-2 using truemetrix meter. At the time of the call, the customer felt well and did not report any symptoms. On (B)(6) 2018, the customer had not been feeling well and had gone to the ER. Customer was diagnosed with low blood sugar; husband did not know what the customer's blood glucose test result was at the hospital. Husband did not recall what treatment customer was given but stated she was given something to bring her blood glucose level up. Customer was discharged from the hospital on (B)(6) 2018, and was advised to follow-up with her primary care doctor (customer has an appointment on friday). Additional blood tests were performed using the truemetrix meter.